Event description:
Voluntary report (mw5113448) received: during an anterior hip replacement and when reaming the acetabular side, the 52mm reamer separated. The depuy tray pinnacle graters(set with all the reamers) was being used and the 52mm reamer. Each reamer is made up of two pieces. There is the bottom portion that attaches to the power and an upper part where the greater resides. When the surgeon removed the power that the grater was attached to, initially only the bottom part came out. A bone hook was used to removed the the top portion of the reamer. Verified with c-arm to make sure nothing was retained. Surgery continued from that point without incident. FDA safety report ID (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The investigation could not verify or draw any conclusions about the root cause of the reported event without the device to examine. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.